Manufacturer narrative:
Reported event of probe broken. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during a spyglass procedure performed in the common bile duct of a patient on (B)(6) 2015 as part of the (B)(4) clinical trial. According to the complainant, during the procedure while attempting to take a biopsy, the probe broke just outside the scope into ¿two or more pieces.¿ reportedly, the event was not deemed a device deficiency; rather, it was proposed that "the excessive force by physician caused the injury to the probe." Due to this event the physician was unable to obtain a biopsy sample adequate for histology. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during a spyglass procedure performed in the common bile duct of a patient on (B)(6) 2015 as part of the e7094 spyglass amea registry study clinical trial. According to the complainant, during the procedure while attempting to take a biopsy, the probe broke just outside the scope into ¿two or more pieces.¿. Reportedly, the event was not deemed a device deficiency; rather, it was proposed that"the excessive force by physician caused the injury to the probe." Due to this event the physician was unable to obtain a biopsy sample adequate for histology. Additional information received on april 14, 2015. According to the complainant, there was no difficulty advancing the spyprobe through the scope. The procedure was completed using the a second probe. Additionally, it was the fifth time that the spyglass probe was used and it was re-sterilized using an endoscope disinfectant every after use.